Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 10-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had the system explanted due to incisions never closing completely. It was unknown what could have contributed to the issue. The rep reported that they were unaware of the explant until (B)(6) 2019. The issue was resolved. No further complications were reported.